Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned to dexcom. The transmitter (part number stt-gl-003 / serial number (B)(4)/lot number 5211632 ), being used with the complaint receiver, was returned on 07/20/2016. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.